Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, heavy movement of the control knob and lever were noted. Additionally, there were dents on the plastic cover. The scope leak check discovered a cut that was causing a leak. The cover insulation was showing resistance(20 mohms). There was low angulation on the device, the control knob was in the 'play' position, and the some of the labeling was missing from the unit. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the locking gear on the evis exera ii gastrointestinal videoscope became stuck and could not be unlocked. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is to inform, that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury, if the malfunction were to recur.